Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). The technician replaced the blower module with new one. The device is functioning as intended. Therefore, the blower was found to be the root cause. Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: technical events:232005 (alarm blower temp high) no patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: technical events:232005 (alarm blower temp high). No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). The technician replaced the blower module with new one. The device is functioning as intended. Therefore, the blower was found to be the root cause.